Event description:
This (B)(6) female was undergoing a removal of existing implant from r humerus, with orif of r humerus and bone graft. A stryker t2 humerus system was being used. When the teflon tube (B)(4) was introduced to switch the guide wire, the tube broke apart into multiple pieces. Radiography revealed broken pieces remaining within tissue.